Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). Per an email sent form the transport coordinator to the manufacturer on 05 stated that patient "was admitted with pump failure and was placed on pneumatic support." A week later the patient had a pump exchange. The patient remains on lvad support. The hospital is returning the device to the manufacturer for analysis.